Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent a generator replacement procedure. The chronic right ventricular (rv) lead was connected to the new device. Impedance and threshold measurements were normal. Impedance was tested again with low and variable pacing impedance observed. Variable impedance was again noted through multiple tests. A connection issue was initially suspected. The rv lead was removed and reinserted into the device with the same result. The lead was disconnected from the device and was connected to an analyzer where normal, stable impedance values were seen. The lead was then connected to the old device that had just been replaced and stable impedance was noted. The physician then coiled the device as if it was going to be placed in the pocket and some variable impedance was noted. It had not yet been determined if the impedance issue was related to the device header or the lead. A second new device was opened with the same result. The second device that was opened was implanted and the patient stayed in the hospital overnight. Impedance measurements that night were normal. Impedance was checked the next day and appeared normal with minimal variation. Impedance remained normal through provocative testing. No new or repeat impedance observations were noted from a remote follow-up several days later. Based on the troubleshooting done at the replacement procedure, it was determined to be more likely that this was solely a lead issue, perhaps an insulation issue, versus a connection issue with the multiple devices. The rv lead remains in use. No patient complications have been reported as a result of this event.